Event description:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable failed inspection. Initially, MDR was not filed as there was no evidence that a shock had been delivered. Shock episode was not uploaded until after the device was returned. Review of device event log indicated that the patient had received one therapeutic shock on (B)(6) 2024. Complaints coordinators became aware of the event only after the data retrieval following the testing of the returned kit. Additional testing of the therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.